Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the pump's battery cap was able to fully tighten and the battery compartment was intact. There was no evidence of short battery life observed in the pump's black box. The pump's current draws were within specifications. No battery life issues were duplicated during investigation. There was no evidence of moisture or loose components inside the pump. Unrelated to the alleged battery life issue, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.